Event description:
Sorin group received a report that during the case, the arterial pump stopped with error code 030000. The pump was changed out and the case proceeded without issues. There was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) mfrs the s3 roller pump. This incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during the case, the arterial pump stopped with error code 030000. The pump was changed out and the case proceeded without issues. There was no pt injury. A sorin group USA field service rep reported that testing of the pump by perfusion was unable to reproduce the error. The investigation is ongoing. A f/u report will be filed when the investigation is complete.